Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient states that her device was explanted last fall sometime in 2020. She does not know exact date. States that she requested to have it explanted, stated that it was not helping her pain. The cause was unknown. Hcp had no further information.